Manufacturer narrative:
The investigation reviewed the toxo igg calibration for module a, module b, and module c and the results were within specifications; module a and module c had low calibration 2 signals. The investigation reviewed the qc for all modules and the results were within specifications. The alarm trace and data showed multiple sample quality-related alarms. The investigation determined the event was consistent with a preanalytic issue at the customer site (sample quality). Preanalytics are within the customer's responsibility. The investigation did not identify a product problem.

Event description:
The initial reporter received questionable elecsys toxo igg, elecsys anti-hbc ii, and elecsys hbsag gen. 2 immunoassay results from three patient samples tested on the cobas e 801 analytical unit (with 3 modules: module a, module b, and module c). The questionable results were found while the reporter was performing an instrument validation. This medwatch is for the elecsys toxo igg assay. Please refer to the medwatch with: a1. Patient identifier (B)(6) for the elecsys hbsag ii assay. A1. Patient identifier (B)(6) for the elecsys anti-hbc ii assay. Sample (B)(6): on (B)(6) 2024, the initial toxo igg result from module a was 0.180 iu/ml with a data flag. On (B)(6) 2024, the repeat result from module b was 14.6 iu/ml. Sample (B)(6): on (B)(6) 2024, the initial toxo igg result from module c was 2.17 iu/ml. The first repeat result from module b was 2.10 iu/ml. On (B)(6) 2024, the second repeat result from module b was 13.5 or 13.05 iu/ml. The reporter stated that the repeat results might be the correct results.

Manufacturer narrative:
The serial number of the cobas e 801 analytical unit is (B)(6). The investigation reviewed the calibration data. Module a and c's 29-jul-2024 calibrations were within specifications but with a low calibrator 2 signals. Module b's 29-jul-2024 calibration was within specifications. Module c's 29-jul-2024 calibration was within specifications but with a low calibrator 2 signals. The investigation is ongoing.